Event description:
Customer reported the patient received an approximately dime-sized burn to the upper forearm when the equipment (a telescope attached to an active 495nd light cable connected to a tl400 light source), was laid on the patient and the light cable became disconnected from the scope. The patient required wound treatment.

Manufacturer narrative:
The customer indicated that the event was due to user error, that there was no problem with the equipment, and that it will not be returned for evaluation. This event is filed under internal complaint ID (B)(4). This complaint involves a total of 2 items, complaint numbers: (B)(4) and (B)(4) (for the tl400 light source), of which (B)(4) is probably the cause of the burn. There will be no separate report for (B)(4).

Manufacturer narrative:
Our instructions for use explicitly warn against patient contact in connection with the switched-on light source and resulting tissue trauma, and it is explicitly pointed out to the correct connection with the used combination products. This event is filed under internal complaint ID (B)(4).